Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint related to a leak at the y connector was able to be confirmed through device analysis. It is likely due to a failure of the bond, allowing fluid to leak out the y connector. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related leaks was noted by the manufacture. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue will be implemented and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. A 2.0 x 40 mm armada 14 was advanced to the lesion; however, when pressurized the catheter would not hold pressure and a leak was noted at the hub. The device was removed and another armada was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.